Event description:
It was reported that the event occurred while in the cath lab after the catheter was placed. The md injected the contrast media into the catheter; the balloon would not inflate and the contrast media seemed to enter the balloon. As a result, the catheter was removed and replaced with a new catheter. There was no report of patient death, complications or injury. No medical/surgical intervention was needed. There was no delay or interruption in therapy noted. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.